Event description:
The pt was undergoing a left heart catheterization in which a micropuncture set was being used. The piece broke into two parts. Both parts were able to be retrieved and there was no harm to the pt. This has occurred three times with a month time period with the same physician. On (B)(6) 2012, it was confirmed with the customer that the device did break apart inside the pt. All pieces were retrieved. On (B)(6) 2012, the customer confirmed the wire guide that was inside the pt is the piece that broke and both pieces were retrieved with hemostats. No harm to the pt. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.